Manufacturer narrative:
(B)(4). Concomitant medical products:28mm dia cocr mod hd -3mm nk, pn 163661, ln 969570. Report source: (B)(4). Multiple MDR reports were filed for this event. Please see reports: 0001825034-2018-08690. Customer has indicated that the product will not be returned to zimmer biomet for investigation, (retained by hospital). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient had a revision procedure approximately one month post-implantation due to dislocation. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. No product was returned; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies that may have caused or contributed to the reported event.operative notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.